Event description:
Information was received indicating a pump with a cadd high volume administration set attached was leaking from the filter. It was reported the set was infusing a hazardous drug which was red and could clearly be seen leaking and staining the bedsheets. No additional information is available at this time.